Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 1,000.0 mcg/ml of baclofen at 117.3 mcg/day. Evaluation of implantable pump serial number (B)(4) revealed the following: as received for analysis, the elective replacement indicator (eri) was at four months. Functional testing in the lab identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis by the healthcare provider (hcp). It was reported the pump had been used to deliver both gablofen and lioresal. The patient's indication for use was intractable spasticity and cerebral palsy. It was reported the pump was replaced on (B)(6) 2018. The hcp indicated there had been "no issues." It was indicated the patient was not in a clinical study, the pump had been used with/in the patient for treatment, and there was no patient injury or patient death. It was also indicated the battery was depleted, and there had not been any rotor or dye studies performed.

Manufacturer narrative:
Conclusion code updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.